Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The device was received in a condition which does not meet specification.

Event description:
It was reported that a patient underwent a sling procedure. During the procedure, the plastic tip broke and was lost in the patient's fat. The physician converted the case to an open procedure by making a 7 cm incision to locate the tip. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.